Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis that was manifested by abdominal pain. The breach in aseptic technique was described as patient made an unspecified mistake. The patient was hospitalized one day after the event onset. On an unreported date, the patient was treated with vancomycin injection (1g, intraperitoneal, once in 4 days, duration not reported), fortum injection (1g, intraperitoneal, once a day, duration not reported), amikacin injection (125mg, intraperitoneal, once a day, duration not reported), imepenem injection (250mg, intraperitoneal, frequency and duration were not reported) and cifran injection (intraperitoneal, dose, frequency and duration were not reported) for the event. On an unreported date, vancomycin and fortum injection were discontinued. Amikacin, imepenem and cifran injections were ongoing. Four days after the event onset, the patient was recovered and was discharged the following day. Pd therapy was ongoing. It was reported that the patient has been retrained for proper aseptic technique. No additional information is available.